Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The patient effect of hemorrhage is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. The subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was dry-close staggered multiaccess venous closure of the right common femoral vein using a prostyle device after a pulsed field ablation (pfa) interventional procedure using a 6f sheaths. The pfa access site had 2 prostyle devices. One (1) prostyle device per adjacent access sites. Reportedly, the pulse field ablation procedure was performed without issues on (B)(6) 2025 and the patient was released and sent home the same day on (B)(6) 2025. A few hours later on (B)(6) 2025, the patient called the hospital reporting oozing on her right groin. Despite holding pressure for a couple hours, the groin was still oozing, and she went to the emergency room (ER). The patient was then admitted to the hospital overnight due to the oozing. In the ER, a femostop was placed for 3 to 4 hours, over the pfa access site where the oozing was noted; however, and the oozing was not resolved. Duplex vascular ultrasound of the right groin was negative for av fistula, pseudoaneurysm or hematoma. The ER then placed a figure of 8-stitch at all three access sites and that resolved the bleeding/oozing. The figure of 8-stitch will not be removed until next week. No additional information was provided.